Event description:
It was reported that during a da vinci si prostatectomy procedure, the site experienced issues with the endoscopic camera manipulator (ecm) arm. The site contacted their distributor for trouble shooting assistance. The distributor representative arrived on site and found that the cables connecting the camera roll motor with the camera mount on the ecm were broken. The site attempted to proceed with the procedure with the ecm in its broken state; however, everytime the surgeon manipulated the ecm from the master tool manipulators (mtms) on the surgeon side cart, the ecm arm rolled a bit, but the movement was non-intuitive. The surgeon made the decision to complete the planned surgical procedure using open surgical techniques. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by an intuitive surgical, inc. (Isi) representative confirmed the customer reported complaint. The fse repaired the system by replacing the endoscopic camera manipulator (ecm) arm. The ecm provides the sterile interface for the 3d endoscope. The ecm has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the ecm is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: the planned surgical procedure was converted to open surgical techniques due to a malfunction of the da vinci surgical system.

Manufacturer narrative:
The endoscopic camera manipulator (ecm) arm was returned and evaluated. Failure analysis investigation found that the axis 4 cable was de-coupled from the holding slots. The balls at both ends of the cable were attached; however, they were hanging out. Functional testing of the ecm could not be performed due to the condition of the axis 4 cable. The axis 4 cable was replaced to repair the ecm.